Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt has excellent distance vision but very poor near vision. Additional information has been requested.